Event description:
The facility reported an infusion pump with a failure code 810:04 on channel c. Information was not provided regarding whether or not the device was in pt use when the event occurred.